Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sept 2014.

Event description:
It was reported that oversensing on right ventricular (rv) lead causing pauses was observed on EKG monitor. Fluoroscopy was performed and externalized conductor on the rv lead was noted. Lead was capped and replaced during device upgrade procedure on (B)(6) 2019. Patient was stable.